Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. The received device had the cannula assembly deployed. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 3552 pulses. Inspection of the fluid path found a hole in the exposed portion of the soft cannula, resulting in a leak. Although this damage was observed, it cannot be determined when or how this damage occurred. Inspection of the needle mechanism assembly found no evidence that would result in the needle deploying late; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
Mother reported the needle deployed late; indicating a needle mechanism failure. The patient had to press on it to have it deploy, kept the pod on for a day and a half, noticed it was leaking and removed it. The patient's blood glucose levels were unaffected.